Event description:
Flair stent graft deployment device broke during stent placement procedure. Stent failed to deploy. Stent deployment device was sucessfully removed from patient. New stent (same type) placed in patient without difficulty.

Manufacturer narrative:
Analysis confirmed that no communication could be established. The device was cut open for further evaluation. A visual inspection showed a swollen battery and a battery voltage of 0.511v. Due to the low battery voltage, the device memory map could not be retrieved. The battery was replaced and the device's functionality tested normal. The device was temperature cycled for one week and humidity tested for two weeks. The device met all specifications. The battery was sent to the vendor for further analysis, and an internal anomaly was found within the battery. This anomaly caused the battery depletion.